Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product's needle was ripping off and multiple product was broken. No reported patient involvement.